Event description:
Patient was in cardiac operating room undergoing a CABG procedure when the act results from a hemochron signature elite from international technidyne corp wasn¿t yielding the type of results typically seen with the dosage of heparin the pt was given. The act reading was too low after multiple doses of heparin. After waiting some time for the act to elevate, the pt¿s act result would only read up to 544.